Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead were exhibiting loss of capture and high out of range impedance measurements above 3000 ohms. Lead fracture was suspected. These leads were explanted and successfully replaced. No additional adverse patient effects were reported. The leads have returned for product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Dried body fluid and tissue were noted in the helix housing, the helix was deformed. Environmental stress cracking was observed approximately 85mm and 520mm from terminal pin. A blockage was encountered approximately 5 mm from the terminal end likely due to body fluid. The inner conductor resistance measured as an electrical open, indicating a fractured or broken conductor. X-ray showed a fractured inner conductor approx. 240 mm from the terminal end. Fracture characteristics are consistent with cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead were exhibiting loss of capture and high out of range impedance measurements above 3000 ohms. Lead fracture was suspected. These leads were explanted and successfully replaced. No additional adverse patient effects were reported. The leads have not returned for product analysis.